Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) pocket site. Reprogramming to have stimulation help address the reported pain was unsuccessful. The patient then underwent a revision procedure where the ipg was moved to the left side of the patient's lower flank. The physician confirmed the ipg had not rotated in the pocket, and assessed the pocket pain to be a typical occurrence with spinal cord stimulation (scs) implants. The patient recovered well post-operatively.